Event description:
Affiliate reported that the patient developed enlarged ventricles; surgeon changed the pressure and scanned the patient. It was found that the white marker detached from the base plate. The device has not been revised as there have been no clinical consequences for the patient.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.